Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 alarm that occurred during drain 1/4 of home patient's homechoice treatment. In speaking with the hp, home patient mentioned home patient failed to connect the pt extension line to the pt line of the homechoice set until after prime had already been completed. Hp then advanced into treatment. No pt injury or medical intervention was associated with this incident per hp and rn. Hp's rn will review proper procedures with hp.